Event description:
It was reported that the right ventricular lead exhibited loss of capture and low impedance measurements. The patient's heart rate was in the 40's. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.